Event description:
It was reported that during fluoroscopy, noise was exhibited on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition post operation.